Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated they did not know what led to stimulation being turned off. The patient stated that the thief detector must have done it. It went off when the patient also went out. The patient indicated it does go off all the time but they turn it off when the detector goes off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation .the patient reported that when walking into (B)(6) her stim gets shut off. There were no further symptoms or complications reported or anticipate.